Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had reached elective replacement time (ert) battery status with a monitoring voltage of 2.676v. To determine if the battery depleted in a normal fashion, our laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity. Despite exhaustive analysis, we were unable to ascertain the root cause of the premature battery depletion.

Manufacturer narrative:
This pacemaker is currently undergoing detailed analysis. When analysis is complete, this report will be updated.